Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 132 mg/dl, 456 mg/dl, and 501 mg/dl. Customer was treated with humalog based on result of 501 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received info that this product was part of a system explant due to a pt infection. There was no report of adverse pt effects due to the explant procedure. The date of explant was not made available and it is not clear if the event date is when the infection was discovered or when the system was explanted.